Event description:
It was reported that the customer's insulin pump did not alarm no delivery when the cannulas were bent. It was stated that the customer did not have a tubing clamp to perform the high pressure test at the time of call. Advised that a tubing clamp will be sent and call back to helpline to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.